Event description:
It was reported that during the middle of a procedure the device got hot. A back up was used to complete the procedure. There were no adverse consequences related to this event.

Manufacturer narrative:
The device was evaluated by the manufacturer and the complaint of the device getting hot could not be duplicated. There was no power to the asic motor and there was evidence of third party repair. The device was repaired and returned to the customer.